Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced serous otitis media (non-device related) in november 2022 which was treated with topical and oral antibiotics. In (B)(6) 2023, the patient started to experienced headaches with pain behind the ear, in the mastoid and coil area; however, there was no medication prescribed. The patient also experienced non-auditory sensations, performance decrement, poor sound and speech understanding and subsequently did not perceived any sound stimulation. There was no issue with connection to the device reported. Neural response telemetry was attempted; however, no measurements could be obtained. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2024, and the patient was re-implanted with a new cochlear device during the same surgery.